Event description:
Alleged event: patient reported left side pain, capsular contracture baker grade unknown and a possible bilateral implant removal from textured to smooth due to the concerns of the product of a non-allergan device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).